Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for image capture flooding and cable flooding the cause of occurrence could not be identified. In addition, for blurred images it was due to flooding of the main body and for poor image (flickering) was due to image capture and cable flooding. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image capture flooding, cable flooding and flooding of the main body, blurred images, poor image (flickering) and discoloration of the main body. There was no patient involvement.